Event description:
It was reported that the temperature out cable and circulation pump was defective in an arctic sun device. Per email, none of the three devices could transmit the temperature out reading to the monitor. They replaced everything, the temperature out cable, the device, the connecting cable, and even the monitor. When the indwelling catheter was connected directly to the monitor, it worked and was baffled and rushed off again. Then noticed that the circulatory pump in (B)(6) would probably give up soon. Per review of wo on 22sep2025, there was no patient involvement. Per follow up information received via mail on 25sep2025, device would be repaired in the hospital by medtech.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. Circulation pump working properly all tests passed. Temperature out cable was broken by usage. Replaced temperature out cable. Device passed applicable testing after repair. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Corrections: d, h. Initial reporter phone number provided: (B)(6). Initial reporter facility name: (B)(6) university hospital (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone number provided: (B)(6). Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature out cable and circulation pump was defective in an arctic sun device. Per email, none of the three devices could transmit the temperature out reading to the monitor. They replaced everything, the temperature out cable, the device, the connecting cable, and even the monitor. When the indwelling catheter was connected directly to the monitor, it worked and was baffled and rushed off again. Then noticed that the circulatory pump in (B)(6) would probably give up soon. Per review of wo on 22sep2025, there was no patient involvement.